Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) the system was not adequately pressed on the myocardium due to the insufficient gooseneck curve of the delivery system. It was also reported that approximately one week post implant the patient experienced arrhythmia/ heart block. It was noted there were high thresholds, rising thresholds and intermittent pacing failure. Slight dislodgement of the ipg was suspected. The ipg was first reprogrammed and later turned off and replaced with a transvenous pacing system. No further patient complications have been reported as a result of this event.